Manufacturer narrative:
(B)(4). Medtronic field service engineer (fse) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The fse performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing, the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.